Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that patient cassette with a lot number is only 3/4 full after putting 2ml of remodulin and 98ml of diluent. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07743 is no longer considered reportable, please disregard any MDR reports associated with it.